Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 301 mg/dl with abdominal pain and nausea associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the loss of prime had occurred multiple times despite changing the cartridge; however, the issue did not occur with at least 3 separate cartridges from 2 separate boxes. Cts advised the user to change the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a cartridge issue.